Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient reported that they went to their healthcare professional¿s (hcp¿s) office on friday because they could not get their stimulator to work. The patient noted that the hcp went over patient programmer (pp) use and put the patient on program 2. The patient stated that their implantable neurostimulator (ins) was implanted for leakage and they were experiencing leakage. The patient noted that they had gone to their hcp¿s office again to have x-rays done to determine why they were feeling stimulation more on their right side near their buttock. The patient was reviewed pp synchronization and synced with the implant using their pp. The patient noted that the programmer showed that stimulation was on and set at 0.75v. No further complications were reported or were expected.